Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform air removal when filling the cartridge. The customer continued to use pump supplies for insulin therapy. The customers blood glucose ranged from 108-126 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: user error: the tandem pump user guide instructs the user to remove any residual air from the cartridge.